Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from thailand alleged discrepant results for two patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. Patient 1: the alleged sample initially generated a sars-cov-2 positive, influenza a negative, and influenza b positive result. The same sample was retested on the same cobas liat analyzer which yielded a negative result for all targets. Patient 2: the alleged samples initially generated an influenza a positive, and influenza b and sars-cov-2 negative result. The same sample was retested on a separate cobas liat analyzer and generated an influenza a positive, and influenza b and sars-cov-2 negative result. The same sample was retested another time on a third cobas liat analyzer and generated an influenza a positive, and influenza b and sars-cov-2 negative result. The negative results were reported for patient 1, no results were reported out for patient 2. No harm is alleged, to date. An investigation was conducted to evaluate the customer's issue. Per FDA¿s eua guidance, 2 MDR will be filed.

Manufacturer narrative:
Although the root cause for the discrepancy generated for the patient 1 cannot be identified with the provided information, it is confirmed that true amplification was observed during run #3017 on analyzer s/n (B)(4) for both sars-cov-2 and influenza b. Overall, no systemic product problem was identified and the reagents did not contribute to the alleged results. The observed discrepancy for patient 2 is most likely due to the sample being a weak positive for the influenza a and sars-cov-2 targets as the generated CT values are at the limit of detection (lod) of the assay. A review of the provided data confirmed that the amplification for both targets during the initial run was indicative of true amplification and that both targets were present in the sample. Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. Facility name truncated due to character limit : (B)(6).